Event description:
On (B)(4) 2010 medefil, inc. Received a complaint from (B)(6), rn, nutrition home care, (B)(6). (B)(6) stated that plunger rod detaches from stopper when rn draws back to get a blood sample. Even if the plunger is screwed back into the stopper there is no suction. Customer has used medefil flush syringe for several years and has only experienced this issue within the past few weeks.

Manufacturer narrative:
The most probably cause for this issue with the syringe is that it is not being manipulated correctly in accordance with the insert instruction for use regarding air removal prior use and the exertion made that may bend the barrel, braking the vacuum effect, and diminishing suction. In order to address these issues, the insert for normal saline i.v. Flush syringes will be revised to add details on how to properly manage the syringe as follows: the insert will now contain the following statement: "when attempting to aspirate tubing or an indwelling device by pulling back on syringe plunger, while attached to the tubing or indwelling device, use a two-handed technique with one hand one the syringe barrel and the other on the plunger. Pull the plunger straight back. Do not pull or bend the plunger sideways." Lot number, expiration date and device manufacturing date - continued. Lot number: s100127, manufacturing date: 01/29/2010, expiration date: 12/2011.